Manufacturer narrative:
The reported complaint of tcmid:06 (ce post failure) error message on the thermogard xp ivtm system (serial # (B)(4)) was confirmed during functional testing and event logs review. The investigation findings revealed that the root cause of tcmid:06 was due to a defective cooling engine (ce) as a result of an aging component. The thermogard xp ivtm system was manufactured in april 2012 and has been operating for nearly 7 years and has exceeded its expected serviceable life of 3 years no physical damaged on the thermogard xp ivtm system was observed during visual inspection. However, the coolant in the cold well was brown and dirty. Thus, confirming the reported complaint. To remedy the issue, the cold well was flushed and filled with new glycol. During event log review, multiple tcmid:06 were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message tcmid:06 (ce post failure) displayed upon console power on. To remedy the issue, the thermogard console's cooling engine was replaced. The thermogard system was re-evaluated and passed all functional tests without any fault or issue. Thermogard system is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During console check, customer reported that the thermogard system (serial # (B)(4)) displayed tmid:06 (ce post failure) and also the coolant was brown color. No patient involvement.